Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the rn was titrating up a rituxan infusion per facility protocol. The infusion was increased hourly and at 12:00 p.m. The rate was titrated up from 100 ml/hr to 200 ml/hr. At 1:00 p.m. The rn programmed the pump from 200 ml/hr to 300 ml/hr. The pump began alarming. The rituxan infusion had completed, and it was noted that the infusion rate stated 900 ml/hr. Although the patient experienced chills and nausea, there was no lasting harm caused to the patient.